Event description:
The customer was hospitalized for high bgs. It was stated that the customer currently is on insulin drip. The customer was disconnected and troubleshooting was performed. Pump passed the tests. However, the time in the pump was wrong. The customer had program the pump and has three different basal rates. The alarm history was checked and showed several alarms since three days ago and the set was not changed since then.